Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years and nine months following the implant of this transcatheter pulmonary bioprosthetic valve, which was implanted into a failed non-medtronic homograft due to stenosis, a second transcatheter pulmonary bioprosthetic valve was implanted valve-in-valve due to stenosis and stent fracture. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.